Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Electrical and connections issues were noted to the subject pacemaker. Reportedly, during the first post implant check performed on (B)(6) 2012 (implant date on (B)(6) 2012) the atrial lead impedance was above 3 kohms, with an increased threshold (3.5v at 0.85ms) along with sensing issues. A pacemaker revision was performed subsequently. During the re-intervention, it was noted that the atrial lead was loose. The leads were then disconnected, successfully tested, and reconnected to the subject device. When the atrial setscrew was tightened, click sound was heard but the lead could still be pulled out from the port by applying a slight force. A new pacemaker was implanted.